Event description:
Event description boston scientific received information that this ventricular had been exhibiting loss of capture since july 2005. The patient is not pacemaker dependent and the physician was unsure if the lead would be repositioned or removed from service.